Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that prior to a laparoscopic nephrectomy procedure, when the package was open the tracker was torn. A new device was pulled and used to complete the procedure. There was no patient consequence. The device was discarded.